Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella 5.5 implant, the patient developed a hematoma at their incision site. Manual pressure and systemic anticoagulation were held for several hours to manage the condition. Support with the implanted pump continued following the intervention. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.